Manufacturer narrative:
(B)(4). Date of initial report: 11/11/2016. The incident unit was received at medtronic for evaluation. The customer reported condition was confirmed in memory. The investigation found error 170 in the error log which would cause the cut function to stick. The investigation isolated the failure to the control board, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The control board was replaced to address the condition. A review of the appropriate device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that during testing of the forcefxc unit the cut function became stuck. The unit was immediately returned for service and was not utilized in a procedure upon identifying the issue. There was no patient involvement.